Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were loose had fallen off of the pump. Blood glucose level was 180 mg/dl. Tandem technical support sent customer a t:case to resolve issue.